Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au2700 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified low sodium calibration values. The service documentation revealed that the cable and cable-electrode connection did not make good connection. The fse checked and reviewed the electrode and it's connection and no issue was noted. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified a possible connection issue with electrode cable which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
It was reported by the customer that the device provided very low sodium (na) calibration results. There was no report of death or serious injury.